Event description:
Patella button became dislodged and moved down below my knee, causing pain and instability. I had to have a revision which has not worked out well. After the revision, my knee gave out and I fell and cracked my knee cap. My kneecap has moved and separated, part on front of my knee and part on the side of my knee. Two doctors have said nothing can be done to correct this and I cannot squat or get on my knees as needed for my job. FDA safety report ID# (B)(4).